Manufacturer narrative:
Product complaint # (B)(4).h6 component code: appropriate term/code not available (g07002) used to capture no findings available. Investigation summary: according to the information received, "the attune patella clamp spring mechanism is not functioning properly and the clamp cannot be locked in the closed position where it applies pressure to the implant on the bone. It will also get stuck and not able to be fully open position. This clamp is poorly designed. I have seen this issue multiple times with other clamps. The surgeons that I work with regularly do not like this clamp due to the inconsistent function and frequency of breakage." The product was not returned to depuy synthes, however photos were provided for review. See attachment img_4627.jpeg. The photo investigation did not revealed the reported jammed and will not lock/unlock condition for attune patella drill clamp. Device functionality could not be assessed by photo. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was unconfirmed as the observed condition of the attune patella drill clamp would not contribute to the complained device issue. Based on the investigation findings, potential cause not established and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The attune patella clamp spring mechanism is not functioning properly and the clamp cannot be locked in the closed position where it applies pressure to the implant on the bone. It will also get stuck and not able to be fully open position. Surgery was delayed 2 minutes due to the reported event. A freerer had to be used to ¿unstick¿ the device so it would open enough to remove it from the wound site.